Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported just after delivering the impella 2.5 into the left ventricle, the pump was found to have shifted back across the valve. When attempts to re-cross the valve failed, the device was removed for a complete reinsertion attempt. However, after successfully crossing the valve a second time, the guidewire was caught within the pump and the pump was once again removed. Attempts to subsequently backload the pump over a third wire resulted in damage to the peel away sheath and the decision was made to use a new pump. Insertion with the new pump was successful without further issue. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the delivery issue has been completed. The clinical details provided were sufficient to determine the root cause. The root cause of the positioning issues was wireless re-access due to improper technique by the end user. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.